Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that two keys tulips have separated from the respective screw shafts. Revision surgery is scheduled for approximately six months in the future. This report capture the second of two screws.

Event description:
A physician reported that two keys tulips have separated from the respective screw shafts. Revision surgery is scheduled for approximately six months in the future. This report capture the second of two screws.

Manufacturer narrative:
The device has not been returned for evaluation. Manufacturing records and complaint history could not be reviewed neither a catalogue or lot number were provided. There were no complications reported during the initial surgery. Activity level of the patient after initial surgery was not reported. The surgeon reported that the patient did not experience any trauma after initial surgery. The surgical technique instructs that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. An exact cause of the reported event could not be determined conclusively.